Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5vdc power supply contacts were cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.